Manufacturer narrative:
Varis 6.2 has been declared 'end of life' as of (B) (6) 2006 in a letter to all customers in april, 2006. This information, along with a list of current known varis 6.2 users has been provided to (B) (4) so they can identify other users who may be at risk from this device interface issue. There have been no reports of actual patient mistreatments due to this issue. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.

Event description:
It was reported that a patient was planned with dynamic circular arc using (B) (4) iplan rt dose 4.0 (3rd party tps) and sent the plan to varian's varis 6.2 using dcm2rv 2.1.0 ((B) (4) software to convert dicom data into varis 6.2 compatible format). One of the arcs was planned from gantry angle 180 degrees to 300 degrees clockwise, so it was intended for the arc to run 120 degrees. However, varis interpreted the arc as being from 180 degrees to 300 degrees counter-clockwise (i.e. An arc of 240 degrees and in the opposite direction). The error was discovered early in the treatment of the arc and the machine was switched off so that there will be no consequences for this patient.